Event description:
Pt was implanted with this device in 2002. Pt had been experiencing severe pain ever since. Pt had an infection in 2002 for which pt was treated. They went to clinic in 2004 and had an x-ray where it was discovered that one of the screws was broken and that the prosthesis had not been approved by FDA. The pain became worse since event date.